Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to flattened act and down buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump was unable to perform any test or verify lost sensor, low reservoir alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer state the device was in his back pocket and he sat on it. The customer's blood glucose at the time was unknown. The customer also states receiving a lost sensor alarm. The customer states the device is not communicating with the sensor. Troubleshooting was conducted. Customer was advised to discontinue use of the pump and sensor, and that they would need to be replaced and returned for analysis. The device is being returned for analysis and replaced.